Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's daughter stated that they gave correction with the insulin pump and manual injection. The customer's daughter stated that the ambulance was also called. The customer's blood glucose was 447 mg/dl at the time of hospitalization. The customer's blood glucose was 205 mg/dl at the time of call. The customer's daughter stated that they were wearing the insulin pump during hospitalization. The customer's daughter also reported that the screen was hard to read due to scratches because the insulin pump was being bumped. The customer's daughter was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with loose flush drive support disk. However, all operating currents within specification and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratched display window.